Manufacturer narrative:
(B)(4). Additional information: the device was originally manufactured 1998. The device was not returned for evaluation. The device history review revealed no nonconformities, rework, or deviations that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice presented an unknown alarm. This occurred during set up. The patient was not connected at the time of the alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.